Manufacturer narrative:
Evaluation summary - the impactor assembly shows fracture damage to the impactor pad and the impactor pad is broken in two pieces. The device has to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Evaluation: the fracture originated along the plane where the dovetail feature ends. Device history records indicate device manufactured to specification.

Event description:
It is reported that the mis inserter/extractor broke off while surgeon was trying to extract the femoral provisional.